Manufacturer narrative:
The components involved were reviewed for compatibility with no issues noted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Operative notes from the primary surgery state that the patient underwent bilateral total knee arthroplasty due to osteoarthritis; however, only the first page of the operative notes was provided and the description of the procedure was not included. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is scheduled to undergo knee arthroplasty revision.

Event description:
It was reported that the patient underwent a right knee revision procedure due to instability and pain. During the procedure, it was noted that the patient has a cavitary lesion in the medial femoral condyle. The femoral component was noted to be easily removed. Operative notes also indicated that the patient has joint effusion, periarticular soft tissue swelling, and tiny metallic foreign body in the distal right femoral metaphysis.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. Operative notes from the revision surgery states that the patient was revised due to instability. The femoral component was noted to be easily removed with minimal bone loss using the oscillating saw and retrograde impaction. A cavitary lesion was noted in the medial femoral condyle after removed the implant. The tibial component was noted to have good ingrowth throughout the tray and the pegs. The patellar component was noted to be well fixed and was not revised. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Concomitant medical products: natural tibia trabecular metal two-peg porous fixed bearing right size g, catalog # 42530007902, lot # 62186997; femur trabecular metal cruciate retaining (cr) standard porous, catalog # 42502806802, lot # 62432352; all poly patella cemented 35 mm diameter, catalog # 42540000035, lot # 62299458.

Event description:
It was reported that the patient underwent a right knee revision procedure due to unknown reasons.